Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical service (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was labeled not for clinical use and returned to he customer. Analysis of reports of this type has not identified an increase in trend.